Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient had presented to the emergency room after experiencing 17 shocks in one day, where only 9 episodes were able to be reviewed. Technical services review found all of reviewable episodes were atrial fibrillation with rapid ventricular response (rvr), where the therapy zone was set to 200 bpm and the rvr was 220 bpm. The plan was for the patient to see cardiology before being discharged. No adverse patient effects were reported.